Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent. The cause of and the treatment for the cloudy pd effluent was not reported. No further information was provided regarding whether the patient was hospitalized for the event. At the time of this report, the issue of cloudy pd effluent was not resolved, the patient was not recovered from the event and extraneal/physioneal/nutrineal therapies were ongoing. No additional information is available.